Event description:
It was reported the device generated too much fluid during a knee procedure. No injuries or complications were reported as a result.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of high flow rate was confirmed. Product failed functional testing with a erratic flow and pressure rates. Cause of malfunction is a defective transducer p1. Product passed functional testing with a known good transducer installed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.